Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 2) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. A DHR review was performed to the affected lot and there were no documented non-conformances found.

Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: university hospital cath lab reported that they were using the primary admin set 0013-1 / lot 3003439 today on 05/18 around 2 pm via gravity. She had the primary line pinched off with fingers (not clamped) and while pushing a medication with a syringe into the secondary port - the cassette started leaking. She did not save the set. No patient harm. No adverse event was reported. Although the sample was not retained, the manufacturer of the set performed a DHR review of the identified lot and found no documented nonconformances. Fk is submitting a retrospective report based on the administration set leaking (externally); the root cause has not been able to be identified.